Event description:
It was reported that over the last few months has had a loss of effect. Patient was currently in the operating room (or) with the physician and they were unable to aspirate the catheter. Manufacture representative was wondering if they could just push the dye through the catheter without aspirating what the overdose effects could be. The pump was delivering baclofen (unknown). It was reported that an attempted dye study was done on (B)(6) 2014, ¿they were unable to withdraw cerebral spinal fluid (csf), so they programmed 100mcg bolus.¿ there was ¿no patient effect to bolus.¿ additional information reported that there were no difficulties filling. It was reported that there was ¿difficulty performing and aspiration dye study.¿ it was reported that the patient still had loss of effect and ¿increased orals to manage side effects.¿ no logs were available. Additional information has been requested, but was not available as of the date of this report. Omitted information related to pe: (B)(4) 2nd catheter revision; partially removed <(>&<)> pe: (B)(4) 1st catheter revision; fracture.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter.

Event description:
After additional review, it was noted that the catheter was replaced completely on (B)(6) 2014; it was previously reported that the catheter was revised and the patient was in surgery on that date.

Event description:
Additional information received reported that the patient was scheduled for a catheter revision on (B)(6)-2014. The patient was currently in surgery on (B)(6)-2014. The patient outcome was not known. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Additional information: patient outcome was reported as receiving effective therapy.